Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown morphine drug (15 mg at 3.11597 mg/day) and dilaudid (hydromorphone) (unknown concentration or dose) via an implantable pump for unknown indications for use. It was reported that the patient's pump was modified on (B)(6) 2021 and there has been ongoing issues since then including 1 ed (emergency department) visit for overdose symptoms, 3 ed visits for withdrawal symptoms, and 1 planned hospital admission for a pump medication change. On (B)(6) 2022, they increased the pump medication and the patient was advised to avoid taking morphine tablets to see if additional adjustments were needed or having other symptoms. On (B)(6) 2022, the patient was given oral opioid or increases in pump improved symptoms. On (B)(6) 2022, they increased the pump medication and patient was given morphine tabs. On 2022-feb-10, they increased the pump medication. On (B)(6) 2022, the patient continued to have symptoms but not withdrawal. On (B)(6) 2022 and (B)(6) 2022, pump medication was increased again. On (B)(6) 2022, they reduced the boluses. On 2022-mar-11, the patient went to the ed for pain and dizziness. On (B)(6) 2022, the patient stated that they felt like the oral opioids were working. On (B)(6) 2022, the patient went to the ed again for pain. On (B)(6) 2022, they changed the medication from morphine to dilaudid and on (B)(6) 2022 planned for a hospital admission for medication switch bridge. On (B)(6) 2022, the patient experienced withdrawal symptoms and went to the ed on (B)(6) 2022 for withdrawal and was given clonidine. On (B)(6) 2022 and (B)(6) 2022, they increased the pump medication. On (B)(6) 2022, they had a pumpogram and pump medication increased again on (B)(6) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) via clinical study (sdy) reported the event was resolved without sequelae.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.